Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited noise during follow-up in clinic. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event of noise was confirmed. As received, a partial lead (only the distal portion) measuring 44.0 com was returned in one piece. Internal insulation abrasion was found breaching the rv cable lumen and inner coil lumen at 9.2 ¿ 10.1 cm from the distal tip. No ptfe liner of the inner coil in this portion of the lead. The 2.4 kv test failed between inner coil and rv cables due to abraded inner coil lumen and rv cable coating. External insulation abrasion breaching the rv cable lumen was found at 13.3 ¿ 14.1 cm from the distal tip consistent with friction to another device or feature of the patient anatomy. External insulation abrasion breaching the re cable lumen was found at 13.7 ¿ 13.9 cm from the distal tip consistent with friction to another device or feature of the patient anatomy. External insulation abrasion breaching the rv cable lumen was found at 40.9 ¿ 41.1 cm from the distal tip consistent with friction to device can. The etfe cable coating were found intact at these locations. The cause of the reported event was due to internal insulation abrasion between cable and inner coil.